Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the drilled neuro-tip leg was due to excessive lateral force be placed on the device causing the drill to flex and come into contact with the neuro-tip leg, which was caused by user error. It was determined that the damaged nose cone (out of round) looked like it was clamped by something bending it out of round, this would be user error. It was determined that the failed cutter insertion was caused from normal use and servicing over time, the failure was caused by worn out bearings. The assignable root cause was determined to be due to user error and normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the craniotome device had a drilled neuro tip leg, damaged nose cone and failed cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.